Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that an avea ventilator generated "circuit occlusion" alarms while in use on a patient. The issue was duplicated during the customer's evaluation of the unit and a/d counts would not reach specification. There was no report of harm to the patient, associated with the event, reported to carefusion.

Manufacturer narrative:
Investigation results: the gas delivery engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to the g4 tubing connection to the expiratory flow manifold was leaking. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Manufacturer narrative:
Results of investigation on supplemental 001 stated that the "gas delivery engine (gde)" was returned and evaluated. That is incorrect and the actual component that was returned is the transducer communications alarm (tca) board. Investigation details and root cause identification remains the same.